Event description:
It was reported that a patient developed symptoms after explant and replacement of linx device in (B)(6) 2021. The previous 13b device became discontinuous and was replaced with a 16b device. Patient reports symptoms of sore throat, nausea, coughing, and roughness of his teeth that began in (B)(6) 2022. The patient tried over the counter and prescribed medications to no avail. Patient has since undergone testing and ph studies which revealed very little acid in the esophagus and no reflux. Additional records have been requested to ascertain patient's current condition. No surgical treatment has been recommended or undertaken.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2026. B3: exact date is unk. Assumed first day of the month. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 9499, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.